Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment details were not reported. On an unknown date (also reported as six weeks ago), pd therapy was discontinued due to the peritonitis (current mode of dialysis therapy not reported). The patient's recovery status and outcome of the event were not reported. No additional information is available.